Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the returned device confirmed that the device gave the "error 1870" alarm. This alarm type indicates an issue with the pump motor. The device case was opened and internal examination showed debris within the device. Once the debris was removed, the motor was able to run with no alarm condition. The cause of the debris was not definitely established.

Event description:
It was reported that the device alarmed and displayed "error 1870". No known adverse effects to patient.